Manufacturer narrative:
An event of cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported cardiac arrest and subsequent death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code 4580 was removed.

Event description:
It was reported that on (B)(6) 2026, a 27 mm sjm masters series mechanical heart valve was chosen foe a double valve replacement (dvr) procedure. The valve was implanted at mitral position. After surgery patient got collapsed, breathless and reported passed away. The physician mentioned cause of death was atrioventricular (av) groove rupture.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 07 apr 2026, a 27mm sjm masters series mechanical heart valve was chosen foe a double valve replacement (dvr) procedure. The valve was implanted at mitral position. After surgery patient got collapsed and the reason was unknown.